Event description:
It was reported that the patients' implantable pulse generator (ipg) of the deep brain stimulation (dbs) reached end of service, and underwent an ipg replacement procedure.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the deep brain stimulation (dbs) reached end of service, and underwent an ipg replacement procedure. It was additionally reported that no malfuntion was suspected, and that the patient was doing well post operatively. The device will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.